Event description:
Philips received a complaint on the intellivue x3 indicating that there is a speaker error. It is unknown if the device produces sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). The customer indicated that the speaker was defective and a replacement needed to be ordered. A material only shipment containing the replacement speaker was provided. The reported problem was confirmed. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.